Event description:
It was originally reported that the pt's device was irritating and may have it explanted. The healthcare provider confirmed that the pt experienced overstimulation and the device location was uncomfortable and caused a new pain. During the revision surgery no infection was noted. Inspection of the lead showed it to be intact and the system was interrogated, which showed it was working properly. X-ray results showed the lead in the appropriate position. The neurostimulator generator was moved 3 to 4 cm cephalad. The physician was satisfied with the device placement, the leads were reconnected to the neurostimulator and the system re-interrogated with the result that is was working properly. The pt was noted to have tolerated the procedure well and was to follow up with the physician 2 weeks post-op.